Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that a 2.0mm intermaxillary fixation (imf) screw broke during insertion during an unspecified imf procedure. The surgeon had another screw available and was able to proceed with the procedure. The surgical delay associated with the reported event was approximately 45 seconds. This report is 1 of 2 for (B)(4).